Event description:
From staff: infant in room was on a teco-therm mattress for hie [ hypoxic-ischemic encephalopathy] cooling and the night shift staff found the mattress to be soaking wet. Thinking it was bad, they replaced it for a new one. When I came in this morning, I wanted to rule out any possibility for mattress failure or user error, so I ran the mattress in the equipment room with another cooling machine. After a couple hours of running, I found the mattress soaking wet. The water has been permeating through the membrane of the mattress. The mattress is in a plastic trash bag and in [redacted] office. Unknown if there is a bad lot of them.